Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colostomy reversal procedure, while the sigmoid end to end anastomosis, the device anvil bent. To complete and resolve the case, they reconstructed the rectal stump and the closure of the colostomy was completed. There was unanticipated tissue loss as a result of the problem. More rectal tissue was removed during the reconstruction of the rectal stump. Surgical time was extended for more than 30 minutes. Incision was extended due to the product problem. Medical intervention was needed to prevent permanent impairment of a function. They had to convert from a laparoscopic to open procedure.